Event description:
The patient's mother called on behalf of her child, who suffered corneal ulcer and has a bad case of conjunctivitis. Attempts to contact the patient's mother have been made for more information, with no reply as of to date. This is being filed as an unconfirmed corneal ulcer and conjunctivitis.

Manufacturer narrative:
This is being filed as an unconfirmed corneal ulcer and conjunctivitis. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date, there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.